Event description:
Boston scientific received information that during a normal device replacement procedure, this right ventricular (rv) lead was noted to have broken insulation near the device header. It was noted that the lead could not be removed from the device header, thus the lead was cut and surgically capped. A new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.